Event description:
Report received indicated the tip of the balloon catheter broke off and separated prior to being use in the patient. The box and sterile pouch were received intact. The product was inspected and prepped following the instructions for use (IFU) and nothing unusual was noticed. However, while loading the aviator pta dilatation catheter onto the guidewire, the catheter's distal tip separated. There was no resistance between the guidewire and the guidewire lumen and no issues with the guidewire were indicated. Another catheter was use for the procedure. There was no adverse consequence to the patient. The intended procedure was a percutaneous transluminal angioplasty (pta). The product was not in the patient; therefore, patient information; vessel and lesion characteristics were not noted and are not available. This product has bene returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni